Event description:
It was reported that the ventilator during use on patient alarmed for low o2 pressure. The patient saturation decreased to unknown level. Final patient's outcome was no injury. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator during use on patient alarmed for low o2 concentration. The patient saturation decreased to unknown level. Final patient's outcome was no injury. The device was investigated on site by our field service engineer. The investigation revealed that the o2 cell was defective and has been replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The o2 cell is measuring only and would not affect ongoing ventilation. The logs confirmed the reported low o2 concentration alarm at the date of the event. The replaced o2 cell was discarded by the hospital and was not returned for further investigation, therefore the root cause for the defective o2 cell could not be determined.